Event description:
It was reported the pt was getting no stimulation in the right arm. The pt was having abdominal pain, when the device was on or off, that traveled up to the spine, and could feel stimulation when turning her neck to the right. It was also reported the device would jerk her, causing an inability to control her movements. Additional symptoms included tenderness at the ins site which caused pain during recharging. It was reported, for three days the device didn't work because the battery was depleted and it was not possible to get it going again. A few days later the pt was suddenly able to recharge successfully. The amplitude of the device was set at 3.0 as turning the device up higher caused the pt's body to "crimple". Additional info indicated the pt's physician wanted to remove the ins, however, the pt wanted the device relocated to the other side of the body. The pt experienced acute pain at the site, and pain from her rsd. The pt experienced the pain even when the device was off. The device remained off. The area was pink in color and could feel cold, hot, or a burning sensation. The pt had been to the ER due to the pain. Additional info received from the hcp indicated the event was attributed to the lead. The pt was to have the device removed. Symptoms reported, included lack of effect, overstimulation and no stimulation. The hcp reported the symptoms as non-serious. The device system was removed from the right abdomen and returned to the manufacturer.

Manufacturer narrative:
(B)(4). Device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.